Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer¿s reported problem was confirmed and was isolated to (g1) board failure. Additionally, the external rear cover panel is damage and the the device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device has not been repaired in the past year. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported device failure. Based on the repair inspection the cause of the customer¿s reported no power issue was due to failure of the g1 board; however, the cause of the g1 board cannot be conclusively determined. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer high-definition liquid crystal display monitor¿s power does not turn on. The customer¿s reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the cause of the phenomenon was that the power did not turn on due to the faulty electrical (g1) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.